Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no vision in the scope was confirmed. Device evaluation found that the vision was blurry. The additional evaluation findings are as follows: insertion tube was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite" had no vision in the scope. The issue was found during maintenance. There were no reports of patient harm. During evaluation of the returned device, it was found that the locking pin was broken and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Section e2 marked in error in this report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "locking pin found broken" due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.